Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes include damage or deterioration of parts, with expected or random component failure, and no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the electrical contacts of the video connector were worn, causing a noisy image on the videoscope. There was no patient involvement.